Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt presented with renal failure and chf prior to procedure. Cause of death is unk, therefore, no conclusion can be drawn at this time.

Event description:
Pt presented with renal failure and congestive heart failure. In 2009, access and deployment of a 25-16-120bl bifurcated device and two 25-25-75l proximal extensions were uneventful. In recovery, the pt's bp fluctuated and was monitored overnight. The next day, the pt's potassium levels were elevated, and the pt was transferred to the ICU, where he later died. Cause of death is unk.